Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: ses01, implantable pulse generator (ipg), implanted: unknown. (B)(4).

Event description:
It was reported the patient was admitted to the hospital via the emergency room and the implantable pulse generator (ipg) was an end of life (eol) and there was pocket trauma and infection. It was further reported the lead was ¿broken¿. It was noted there was low impedance and high threshold. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.